Event description:
Approximately 5 weeks after a drug eluting stenting treatment procedure, a stent thrombosis occurred. In 2004, the patient presented to the cath lab with angina and had a taxus express2 - 2.50 x 12 mm stent successfully implanted in a de novo lesion of the circumflex artery (cx) at 16 atms for 40 seconds. The lesion was predilated with a 2.0 x 15 mm balloon at 14 atms. The lesion was not post dilated. The active clotting time during the initial stenting was 258 seconds. Immediately following the initial stenting the patient experienced a hypersensitivity reaction, which the physician attributes to an intravenous dye reaction. The patient was treated for the hypersensitivity reaction. Approximately 5 weeks after the initial taxus express2 - 2.50 x 12 mm stent placement the patient started experiencing angina. The patient was brought to the cath lab and was determined to have a thrombus in the taxus stent. The physician decided to treat the thrombus with a percutaneous transluminal coronary angioplasty (ptca). The medications the patient received during and after the initial procedure are as follows: plavix, during the procedure 600mg, and after the procedure 75mg daily for 180 days. Thrombin, during the procedure 63mg. It was noted the patient was not compliant to their medication and that the actual medication taken was aspirin, during and post-procedure 325mg daily for 39 days.